Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4: PMA/510(k)#: k020321, k040099, and k131331. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient and qc isolates (staphylococcus aureus) were being misidentified as staphylococcus epidermidis. The user noted that the patient isolate identifications were verified using coagulase and dnase biochemical testing. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient and qc isolates (staphylococcus aureus) were being misidentified as staphylococcus epidermidis. The user noted that the patient isolate identifications were verified using coagulase and dnase biochemical testing. No health impact or consequence reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report "1119779-2025-00209" was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.